Manufacturer narrative:
Customer reported that there was a primary audible alarm on device. The device was in a good condition with no appearance of physical damaged. Performed power up process, backup audible alarm post error, no primary audible alarm post error was found in ehl. Unable to determine who cause the problem, main board does not operate as intended. Replaced main board. Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had primary audible alarm. No patient injury was reported.